Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a breakage of the power supply unit and fuses. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii video system center is unable to power on. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, noise on the image was noted. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.